Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, green particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. And also identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening. A striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.